Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13apr2020.

Event description:
The customer reported vent will not power off, and battery issue. It is unknown if the ventilator was being used on a patient at the time that the error was discovered.

Manufacturer narrative:
G4: 22apr2020. B4: 23apr2020. H11: b5: correction to problem description the customer reported vent will not power on, and battery issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01jul2020 b4: (B)(6)2020 failure analysis on the returned power supply shows that the failure of c56 prevented the power supply from operating on ac (alternating current) power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 18apr2020. B4: 20apr2020. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported vent will not power off, and battery issue. The fse verified 120 (ac) alternating current volts was going into power the power supply, but no power was coming out. The fse replaced the power supply to solve problem. The fse installed the backup battery provided by customer, and installed new style on/off switch to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.